Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l40245, implanted: (B)(6) 1996, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) reported the patient was admitted to the hospital for chest pain. An empty reservoir alarm occurred on (B)(6) 2015 at 0237. A low reservoir alarm occurred on (B)(6) 2015. It was noted that the patient was "low and empty." The patient missed a refill for an unknown reason. The reported symptoms were pain and chest pain. The change in therapy/symptoms was noted to be sudden. It was reported the patient had terrible pain a few days ago (from (B)(6) 2015). Although the patient was doing fine now, the physician was "unsure what he was going to do (going forward)." The medication being delivered via the system was fentanyl at 400mcg/ml and 99.8mcg/day. 41.4ml was dispensed since the last update. The lot number was unknown. The indications for use were non-malignant pain and failed back surgery syndrome. If additional information becomes available, the event will be updated.